Event description:
Physicians suspect metal ion disease from metal on metal articulation. MRI findings: these findings in conjunction with the prosthesis are compatible with pseudomonas formation, a manifestation of an adverse local tissue reaction (altr lesion).